Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report #1627487-2018-03335 it was reported that patient developed an infection at scs lead site . Cultures were obtained, however results are unknown. As a result, patient underwent a surgical procedure on (B)(6) 2018, wherein patient¿s scs system was explanted. Post operatively, physician performed wound irrigation and debridement on patient on (B)(6) 2018 and patient was treated with peripherally inserted central catheter line with IV antibiotics for 6 weeks.